Event description:
During an emergency code situation in the emergency room the electrodes would not stay on. They could not monitor the pt during resuscitation because at least one of the electrodes fell off, but it did not delay or affect any of the treatment. The pt was resuscitated in the emergency room, but expired the next day on a different unit.